Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. Additional information regarding the patient outcome, as well as product return availability, was requested from the account; however, heartmate 3 left ventricular assist system, serial number (B)(4), was not returned for evaluation and no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. He heartmate 3 left ventricular assist system instructions for use, rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to sudden cardiac death.